Event description:
It was reported that the patient's spinal catheter "fell out and was replaced". The patient experienced withdrawal and was put on unspecified oral medications. The patient was tolerating oral medications well. The hcp planned to titrate the patient off of the oral medications. The type of medication, concentration, and daily dose being administered via the pump were not reported. Device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.